Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump was not returned for investigation. Data log was provided for the console. The case start was not recorded on the console from the provided imc log and lt log. We are assuming that the pump case start was done on a different console or that insufficient logs were provided. The optical sensor offset difference was 2000 between the calibration and factory values. The provided lt data log has all the 5s parameters within specification range. The placement signal was at 3000 from the beginning and intermittently dropped to 1000 with an active placement signal not reliable (psnr) alarm. As per the clinical assessment, the optical sensor was damaged during the implant. Without the returned product, it was difficult to verify the damage, and the returned log did not confirm any known trends of pump's optical sensor damage failure. The cause of the optical signal issue was not determined since product was not returned and sufficient clinical information was not provided. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant had a patient placed on the impella 5.5 pump. At the time of insertion there was thought to be optical sensor damage. The damage did not prompt any intervention. The pump remained on for support without harm or injury noted. The pump was eventually weaned and explanted.